Event description:
The customer states that one pt sample generated a sodium assay result of 116 meq/l. The customer retested the sample and generated a result of 122 meq/l. The sample was then sent to another laboratory and generated a sodium result of 139 meq/l. Controls have been within specifications. A service call was initiated. There is no impact to pt management reported.

Manufacturer narrative:
The technicial executive (te) instructed the customer to flush and clean the architect c8000 integrated clip technology (ict) module. The te then made a site visit and cleaned the poppet valves, bellows, and high concentration waste pump. The te also flushed the ict tubing, ict module, and valve. Subsequent instrument operations and test results were acceptable. The architect system operations manual (ln 06e28-05) provides troubleshooting assistance for the observed issue of erratic assay results and poor precision for ict and photometric results with probable causes and corrective actions in section 10, troubleshooting and diagnostics. The investigation demonstrated that the architect c8000 analyzer is performing within its intended use, label claims, and specifications; no deficiency related to the performance of the device was identified.